Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the system was confirmed to have been functioning as intended. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. There is insufficient evidence to conclude that a system malfunction contributed or caused the reported event. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported flap bed quality was not good after lasik on a patient's right eye. Upon follow up, flap bed was reported uneven. Slit lamp exam showed fine reticular striae. Patient complaints of halos, glare and loss of contrast.